Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 493869, mfd. 03/24/17, exp. 2022-03-24, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7060-90, lot# 493786, mfd. 11/12/16, exp. 2021-11-12, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# 493682, mfd. 06/06/16, exp. 2021-06-06, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient later complained of continued si joint pain. The surgeon thought that the implants may have been loose based on x-ray imaging and decided to remove all the implants and replace them with larger implants of the same type. He did not indicate that the implants were malpositioned or were impinging on the neuroforamen. In (B)(6) 2018, the surgeon attempted a revision procedure to remove the implants using chisels, but they were all solidly fixed in the ilium and could not be removed. He then installed an additional implant of the same type in a position superior to the existing implants to help fixate the si joint. The status of the patient following the revision procedure is not known.